Event description:
It was reported that there were concerns regarding premature battery depletion of this cardiac resynchronization therapy defibrillator crt-d. A save to disk was sent in for engineering analysis and no issues or resets were stored within the device memory. However, the device hardware was not detecting the loss of battery energy because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this cardiac resynchronization therapy defibrillator crt-d. A save to disk was sent in for engineering analysis and no issues or resets were stored within the device memory. However, the device hardware was not detecting the loss of battery energy because of this, the battery status indicators were not reflecting the depletion condition and were inaccurate. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific is unable to determine the root cause for the premature battery depletion observed with this crt-d. Multiple attempts were made to obtain this device for detailed laboratory analysis; however, it has not been received to date. Should this device be returned in the future, analysis will be performed and this investigation will be updated. Patient code 3191 was used due to additional intervention.